Manufacturer narrative:
This report is being amended to reflect changes. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the related components. Primary operative notes indicate that the surgeon was pleased with the soft tissue balancing and component tracking. Office visit notes dated (B)(6) 2015 indicate that the patient was experiencing a possible knee infection. One page from the revision surgery operative notes indicates that the patient had a septic knee. All components were removed but the components were noted to be well fixed. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per the persona knee system package insert, infection is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The info provided on this form was previously submitted under manufacturing report number (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the pt underwent a two stage revision for infection and loosening with the first stage on (B)(6) 2015 and second stage on an unk date.